Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. No lead issues were identified which would have resulted in an increased risk of perforation, however a perforation is a known inherent risk of a cardiac lead implantation.

Event description:
It was reported that this right ventricular (rv) lead had perforated the patient's heart wall and lung. A revision procedure was performed and the lead was explanted, replaced, and returned to boston scientific for analysis. No additional adverse patient effects were reported.